Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to what was reported in b5, the device evaluation found the following: due to the wear of the forceps control lever, water tightness was lost. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value, the adhesive on the bending section cover was detached, the adhesive on the bending section cover had a chip, the objective lens had a scratch, and the connecting tube had a scratch. Due to damage to the ultrasonic probe, the displayed ultrasound image was defective with missing elements, and the acoustic lens had a scratch (damage level that does not reach the glue layer). The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrovideoscope tip was chipped. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable event was found: the acoustic lens was peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the damage to the acoustic lens was confirmed. The cause of the damaged acoustic lens was not established. Olympus will continue to monitor field performance for this device.